Event description:
It was reported by service report that the lift is moving on its own. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail internal wiring.